Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had inadequate stimulation. High impedance was noted on the lead, and it was believed that this is the reason for the loss of coverage. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The source of the complaint was verified to be one of the associated leads. However, the analog integrated circuit -u2 was damaged. Exposing analog integrated circuit to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage is unknown. Sc-2218-70 (sn: (B)(4)) the complaint was confirmed. All cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There are no exposed cables. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. Visual/xray inspections and impedance measurements test found no anomalies. Sc-2218-70 (sn: (B)(4)) a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation. High impedance was noted on the lead, and it was believed that this is the reason for the loss of coverage. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.